Manufacturer narrative:
Suspect device received on september 20, 2021. Device evaluation completed on september 23, 2021: during the visual analysis of the returned sample sal smooth rnd diap 375cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed two tears (a and b). Tear a on the anterior view, measuring approximately 0.6 cm, and tear b on the anterior view near to the valve. Microscopic examination was performed on the edges of tear a, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of tear a could not be identified. Relating to tear b, the microscopic examination was performed, and the cause could not be identified. Therefore a thickness measurement was conducted on the shell at tear b, and the thickness was within manufacturing specifications. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 375cc saline prosthesis experienced left sided deflation, and right sided capsular contracture grade iii post procedure. The issues were diagnosed through physical examinations. As a result, patient scheduled for bilateral replacements with mentor saline devices on (B)(6) 2021. This report relates to the left prosthesis.